Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock in the primary sensing vector. Upon review, it was determined that the shock was delivered due to over-sensed noise. The physician performed provocative maneuvers and determined that the secondary sensing vector was most appropriate. Boston scientific technical services (ts) was also contacted for discussion and confirmed that the treated episode showed evidence of non-physiological artifacts. These artifacts could be caused by unstable tissue contact near the sense b node, lead impairment, or other contact disturbances in the device header. Further potential troubleshooting options were provided to evaluate the system integrity. If no abnormalities were observed, ts confirmed that the programming to the secondary vector was appropriate, and the physician could continue with remote monitoring. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.